Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had an infection at the ins site. It was also stated that it was painful and oozing. Patient went to the doctor who said that it was infected. Oral antibiotics we prescribed and the total system was explanted around mid september. No further complications werereported or anticipated.